Event description:
According to the reporter, 22 days post operative child birth, the patient returned to the outpatient clinic for review, and said, there was pain in the incision site 4 days prior the outpatient revisit, no fever, and the doctor's examination found that the area around the perineal incision was red, and the synthetic absorbable suture was not completely absorbed and dissolved. Checked that the suture was hard, undissolved line segments could be seen at the line knot and needle hole, and it was painful to touch. There was no swelling and fluctuation, so the knots and line segments were cut off, 2 bottles of fuyinjie lotion were prescribed, and the vulva was rinsed 3 times a day. After a few days, the pain of the incision disappeared, and there was no other adverse effect on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.